Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced several low blood glucose (bg) levels in the 40s-50s (mg/dl) approximately 3 weeks ago. Customer consumed glucerna to treat bg levels, and subsequently, reverted to insulin injections for diabetes management. Recommendation was made to consult with health care provider to discuss diabetes management.